Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 28-oct-2015 who had essure (fallopian tube occlusion insert) inserted for permanent birth control. In or around (B)(6) 2011, plaintiff went to the implanting physician to discuss options for permanent sterilization. The implanting physician recommended that plaintiff have essure implanted in her fallopian tubes instead of a standard tubal ligation procedure. In or around (B)(6) 2011, plaintiff returned to the implanting physician for the essure procedure. The implanting physician implanted the essure coils into both her left and right fallopian tubes. After procedure to implant the device, plaintiff started experiencing severe constant daily pain, and severe bleeding. Since the device was implanted, plaintiff has also suffered from heavy bleeding, pelvic and abdominal pain, migraines, severe painful cramping, pain during intercourse, hives, cysts, and mental and emotional anguish. Plaintiff had a uterine ablation in or around (B)(6) 2012 to control the heavy bleeding. Plaintiff did not become aware that essure was the cause of her above-described physical, emotional, and medical problems until 2015 when she learned, through internet research, of other women having similar or identical issues. As a direct and proximate result of plaintiff's use of essure, she was forced to undergo a surgical procedure to control the heavy bleeding caused by the essure coils. She developed severe pain, suffers from migraines and has undergone numerous procedures. Plaintiff suffered profound injuries, required medical treatment, and incurred and continues to incur medical and hospital expenses. Follow-up information received on 16-nov-2015: product technical complaint result was provided. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment: this case report was received from an lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy / severe bleeding (regarded as genital bleeding). She was submitted to an endometrial ablation. The lawyer also stated unspecified procedures and medical treatment were required. The reported event is listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case limited information was provided. However given event's nature and in the lack of an alternative explanation; a causal relationship with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was considered an incident, since surgical (endometrial ablation) and medical intervention (unspecified procedures, unspecified medical treatment and hospital expenses) were required. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up from 15-dec-2015: this case was identified as duplicate of case number (B)(4) and will be deleted from (B)(4) database.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Upon internal review it was noted that information was incorrectly submitted on 17 may 2016. This case was identified as duplicate of case and all information has been transferred to 2951250-2015-01906.

Manufacturer narrative:
Follow-up information received on 20-apr-2016 - legal claim provided: essure was inserted for permanent birth control. After undergoing the procedure, the consumer began experiencing long, heavier cycles that occurred irregularly. These cycles were accompanied with severe pelvic pains and cramping, as well as excessive bleeding. Further, during times where she was not menstruating, she experienced constant pelvic pains, painful intercourse and severe migraine headaches. On about (B)(6)-2012, the consumer visited a medical facility for the unnatural menstrual cycles, as well as the constant pain and cramping. To cure the irregular periods and pelvic pains, she underwent an endometrial ablation procedure, which failed to cure any of the problems - she continued to have irregular periods accompanied by severe bleeding and cramping. Further, migraine headaches increased in frequency as the coils remained in her body. In (B)(6)-2015, the consumer sought treatment again for the pain, irregular bleeding and migraine headaches. She had the coils and the fallopian tubes removed to cure the pain and anguish suffered as a result of the devices company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain and heavy bleeding/long, heavier cycles. She had to have an endometrial ablation and later a salpingectomy with essure removal. These events are listed in the reference safety information for essure. Considering abnormal genital bleeding, menses pattern changes and pelvic pain may occur during essure use and in the absence of alternative explanation, causality with suspect insert cannot be excluded and since surgical interventions were required, this case is regarded as incident. Other non-serious events were informed. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information received on 16-nov-2015: product technical complaint result was provided. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment: this case report was received from an lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy / severe bleeding (regarded as genital bleeding). She was submitted to an endometrial ablation. The lawyer also stated unspecified procedures and medical treatment were required. The reported event is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case limited information was provided. However given event's nature and in the lack of an alternative explanation; a causal relationship with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was considered an incident, since surgical (endometrial ablation) and medical intervention (unspecified procedures, unspecified medical treatment and hospital expenses) were required. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Further information will be obtained through the litigation process.